Event description:
It was reported in a hospital implant registration form that the patient developed an infection. The right atrial (ra) lead was explanted along with the rest of the ICD system. The patient's condition was stable.